Manufacturer narrative:
No sample has been returned for evaluation for the report of lens moved forward out of capsular bag; therefore, the condition of the product could not be verified. There is no report of intraoperative complications associated with implantation and no report of device failure. The occurrence of low pressure after implantation is expected because the device is designed to reduce intraocular pressure (iop); it is unknown whether iop was additionally impacted by the use of glaucoma medications in addition to the device. Intraocular lens subluxation may occur in cases where cataract surgery is performed without the device, and has also been observed in a small number of cases where the device was implanted. The risk of this occurrence is stated in the product labeling. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. Possible root cause is that intraocular lens subluxation may occur in cases where cataract surgery is performed where the device was implanted, this risk of this occurrence is stated in the product labeling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. The device remains implanted. The lot review activities are in progress. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported after patient had a microstent implant the intraocular lens (iol) moved forward out of the capsular bag. Surgeon indicated the patient was taken back into the operating room and the lens was repositioned back in the capsular bag. Surgeon feels lens moved forward as a result of the implanted microstent device and low intraocular pressure (iop). Additional information was requested.